Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ping meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2010, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. The patient claimed that for a few weeks prior, the reported meter would power off during use. During this time, the patient took the action of consuming less food. The patient manages her diabetes with insulin u-500 using a pump. Afterwards, the patient experienced the symptoms of nausea and vomiting, and visited her physician. The patient was sent to the emergency room, where her blood glucose level was tested to be 412 mg/dl. The patient was admitted to the hospital, and was treated with intravenous insulin and fluids, and antibiotics. Troubleshooting revealed the patient had correctly replaced the meter's battery, the test strips were correct and there had been no misuse of the meter. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after she was unable to test her blood glucose levels due to the reported meter, and received emergency treatment with insulin and fluids and hospitalization.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.